Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12673-03, lot #87040-6h is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.

Event description:
Device #2 issue: failure to retract- foot, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the foot could not be parked and the device could not be removed. The device was removed "forcefully". A second proglide device was attempted, but the foot could only be partially deployed and could not be retracted. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was provided.